Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 7/23/2021, a customer contacted merge healthcare support to report that two patient reports were inaccessible. Merge healthcare technical support determined upon investigation that the report saved but failed to upload. Logs were not available for review. Blank reports were put in place by merge healthcare technical support and the reports were subsequently viewable as expected. No further action is necessary at this time. This has the potential to delay patient treatment and/or diagnosis. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).